Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer touch screen was inoperable. It was indicated that the case was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon start-up of the programmer, the touch screen was inoperable, and the cursor would not move when prompted. The programmer was returned for service. There was no patient involvement.